Manufacturer narrative:
(B)(4). Batch # p57x76. Concomitant products: reload lot p4t49a. Device analysis: the analysis results found that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Reload 6r45b: the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a semi-open right upper lobectomy, the staples at the middle part of the cartridge were unformed at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.